Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient had a seizure and had to be administered baqsimi (nasal glucagon) by a third party. An ambulance was called, but by the time paramedics arrived no further treatment was needed.